Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer reports being unable to obtain a result on the active system due to an error on the device. An ambulance was called, and the customer tested 22 mmol/l on the professional device. She was taken to the hospital, received unknown insulin based on professional meter results. Requested return of suspect device.